Event description:
It was reported that the pump display was frozen. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resetting the pump with guidance provided by technical support.